Event description:
A nurse reported that the cutter suction and cutting was not possible before the vitrectomy surgery the surgery was completed on the same day after replacing with the new product. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).